Event description:
Caller alleged discrepant precision results using the inratio meter. Results as follows: date: last week, inratio: 2.1; (B)(6) 2010, inratio: 1.3, re-test: 1.7; (B)(6) 2010, inratio: 1.5. Doctor raised the patient's coumadin dose from 5 to 8 mg/day on (B)(6) 2010. Patient is being tested by a home health nurse. Patient is having a procedure done that requires her inr to be above 2.0.

Manufacturer narrative:
Investigation pending.